Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, smoker, pain. Same patient as (B)(6).

Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, smoker, pain. Same patient as (B)(6).